Manufacturer narrative:
During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this product successfully completed these tests. Our investigation was unable to confirm the performance described since the delivery system was not returned for analysis. However, we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors.

Event description:
According to the information received, a 17mm amplatzer septal occluder (aso) was attempted but the device placement was not satisfactory despite repeated attempts. The aso was unable to be retracted into the 7f amplatzer torqvue 45° delivery system ((B)(4)) and required a 12f amplatzer 45° exchange system to successfully removed the aso from the patient. Surgical closure of the asd is scheduled.

Manufacturer narrative:
Discarded by the hospital.